Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a redo pulmonary vein isolation procedure with additional treatment for paroxysmal atrial fibrillation, atrial flutter, and right and left atrial tachycardia using a transeptal approach, the catheter was connected to a re-used cable and prepared per protocol, then inserted through another manufacturer's sheath into the right atrium where mapping was performed and pulsed field ablation was initiated for right atrial focal atrial tachycardia. During the first several pulsed field ablation lesions, the system displayed blue alerts indicating the patient temperature was too low (approximately 32¿33°c), even though the patient's nasal temperature of 35.6°c. Lesions displayed as blue despite a reported temperature rise of approximately 6°c, and the impedance reading on the ablation graph was described as ¿off¿; these findings normalized after the catheter was moved. The catheter was then removed from the right atrium, advanced into the left atrium after transeptal access, and pulsed field ablation was performed at the left atrial appendage ridge and posterior wall floor for breakthrough from prior pulmonary vein isolation without issue. While activation mapping atrial flutter in the left atrium, a temperature sensor fault error occurred and the electrogram on the affected temperature sensor was reported as noisy, and the procedure was temporarily interrupted while the catheter was removed and exchanged for a new catheter and sterile cable. The procedure then continued and was completed, including a total of 68 pulsed field ablation lesions and 7 radiofrequency lesions for an anterior mitral line, as well as pulsed field ablation for a left atrial anterior wall focal atrial tachycardia and left atrial flutter. During post-procedure in recovery, diplopia was observed and a stroke alert was called; imaging studies identified a cerebral embolus described as a ¿silent cerebral embolus." It was reported that the area of the brain that the cerebral bus was found was not consistent with where it should be for diplopia to occur. The patient was admitted and treated with a thrombolytic medication. At discharge, diplopia persisted, though the patient was able to read. It was also noted that the patient was on an unknown blood thinner, which was held for two days, and that a transesophageal echocardiogram (tee) was not done on the patient to clear the left atrium appendage. An intracardiac echocardiography (ice) was put into the right atrium, though it is unclear if the la appendage was looked at to clear it. The patient arrived to the procedure in sinus rhythm, but experienced atrial tachycardia and atrial flutter throughout the procedure.